Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that during navigation, the patient reference frame and purple navlock spheres "disappeared" from the tracking window. Cleaning the spheres and pressing the spheres back into the navlock did not resolve the issue and the site used a different purple navlock to proceed with the case. It was also reported that the passive planar blunt was visible in the tracking window. After 1 minute, the patient reference frame spheres reappeared in the tracking window. There was a 5-minute delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.